Manufacturer narrative:
Additional details reported by the sales representative on 15 february 2019: contributing factors, both weight and patient did not load in a correct way getting out of bed. Batch review performed on 12 march 2019: lot 168347: (B)(4) items manufactured and released on 23-feb-2017. Expiration date: 2022-02-06. No anomalies found related to the problem. To date, (B)(4) items of this lot have already been sold without any other similar event reported. Additional implant involved (the item is not available for further analysis, it is still in situ). Gmk-sphere 02.12.0023r femoral component sphere cemented # 3+ r (k140826): lot. 184861: (B)(4) items manufactured and released on 28-sep-2018 . Expiration date: 2023-09-17. No anomalies found related to the problem. To date, (B)(4) items of this lot have already been sold without any other similar event reported. Clinical evaluation performed by medical affairs manager on 21 february 2019: polyethylene insert exchange 1 day after cemented total knee arthroplasty due to luxation in an obese patient (120 kg). Knee instability depends on ligament tension and integrity. A thicker insert was implanted in order to recreate soft tissue tension. There is no reason to suspect a faulty device.

Event description:
The patient subluxed the tibia off the back of the femur the day after the primary surgery due to high body weight. The surgeon, the day after primary surgery, replaced the liner with a ticker one.